Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown product performance anomaly. This system was successfully replaced. No additional adverse patient effects were reported. This product was received.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an unknown product performance anomaly. This system was successfully replaced. No additional adverse patient effects were reported. This product was received. Additional information was received; this patient had received inappropriate shocks due to t wave oversensing. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.